Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified coronary artery. A 3.00 x 48 synergy ii drug-eluting stent was advanced for treatment; however, during the procedure, the stent got damaged. No patient complications were reported.